Event description:
It was reported that during a colectomy procedure, the device was used to place a clip in the closure of mesenteria artery. The clip fell from the stapler and "crossed" when applied to the structure. The procedure was completed with a clip of another company. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and ejected the remaining clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.additional information:multiple request for return of device have been made but no device has been returned.